Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead lot# unknown, implanted: (B)(6) 2016, product type lead. Product ID neu_unknown_lead lot# unknown, implanted: (B)(6) 2016, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported her legs had been hurting since leads were put in. The patient stated the healthcare professional (hcp) told her he had to work with her legs. It was noted the patient began the trial on (B)(6). Additional information from the patient reported she was in lots of pain in her bladder. The patient also stated her husband had to add extra tape to hold the wires up. Additional information from the patient reported they had pain and burning ¿all over¿. The patient stated she hadn't been feeling well, but also she wasn't taking the antibiotic her hcp gave her. The patient stated she started taking the antibiotic the day previous to the call and things seemed to get worse. The patient noted they voided every hour during the night. The patient was going to see the hcp, but couldn't get an appointment and rescheduled from (B)(6). The indication for use is unknown.